Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: caller said yesterday the recharger wasn't making any audio when attempted to recharge implant. Caller confirmed implant charged to 40%. After searching for patient information and asking for descriptions of external devices, it was finally determined that patient does not have a (B)(6) device, rather an (B)(6) device. Caller said that hcp office provided the phone number to (B)(6). Caller were redirected to contact physician's office. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).